Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 14 days post-operative, the incision was not healed and noted to have inflammation at the incision site. There was suture malabsorption, which affected the healing of the incision. Also, one month after giving birth, the patient still felt pain in the lateral incision. The unabsorbed suture was removed to resolve the issue, and the patient had to have physical therapy to accelerate healing.